Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A review of the device event logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The device service history and device history record was reviewed. There were no issues identified that could have caused or contributed to the patient passing away. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's technical service center and reported that a patient had died. The patient was performing pd therapy with the homechoice (hc) until the date of death, however, it is uknown if the patient was connected to the hc at the time of death. The patient had been hospitalized on an unknown date due to a decline in health status, bloody bowel, urinary tract infection, colitis, and gastrointestinal bleeding. It is unknown if an autopsy was performed. The cause of death was unknown. No additional information is available.